Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue was due to the customer supplied network which also affected the apc (access point controller). A workaround was provided to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that all the devices have a wireless monitoring error, and that there is something wrong with the apc devices and that rebooting them temporarily restored connectivity. The device was in use on patient at time of event, there was no adverse event reported.